Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer fell and dropped the pump, and the touchscreen became cracked. Reportedly the pump was still functional. Customer had elevated blood glucose (bg) levels (260 mg/dl). Reportedly, the customer will address elevated bg levels via the pump and will continue to use the pump for insulin therapy.